Manufacturer narrative:
The common compute controller (ccc) was returned for failure analysis for errors 311 and 40096. The reported issue was confirmed, but could not be replicated. The unit was visually inspected and observed to be returned in good physical condition. Failure analysis reviewed the error logs and confirmed errors 311 and 40096 triggered in the field. The ccc unit was installed, successfully programmed, and tested on an in-house golden da vinci 5 system with no issues and no errors triggered on startup. Failure analysis performed multiple power cycles with no failure. The light lever had been checked and all values were in expected range. The ccc unit was idling in normal mode for 3 hours with no issues and no failure. From these findings, failure analysis concluded that no root cause could be attributed to the ccc unit.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a power fluctuation issue at the site causing a software issue with the system. This issue can be resolved by fse service to reprogram the system.

Event description:
It was reported that the system experienced a 311 error earlier in the morning. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to find the tower was unresponsive. The fse asked the staff whether there had been a power outage in the room or any generator testing, as the symptoms observed were consistent with possible power fluctuation issues. The staff stated there had been generator testing, though this had not been officially confirmed. The fse recommended considering the use of a ups system for the robot to ensure clean, stable power and reduce the risk of similar events. The fse powered the system on in maintenance mode. The fse reviewed the system logs and identified error 40096. The system tower would boot, but the displays showed no image. The fse reprogrammed the system; after reboot, the system powered on normally with full display functionality. The fse removed the front drawers to inspect internal linkage for potential wiring damage, but there were no issues found. The fse performed 10 consecutive power cycles, testing the brake system between each cycle with no faults observed. The fse later returned and verified that the system was unresponsive upon arrival. The fse powered the system into maintenance mode and reprogrammed the system to remove it from the golden image state. The fse inspected the tower power cable and core power cable and found no issues. The fse replaced and reprogrammed the common compute controller (ccc). The fse relocated the system power connection to a different wall receptacle. The system was tested and verified as ready for use.